Event description:
It was reported the device has an upstream occlusion. The patient had surgery today and is in the car on the way home from the hospital. He states the device is alarming and the screen reads upstream occlusion. The patient denies any kinks in the tubing between the pump and IV bag. Pump powered down. Instructed the patient to make sure the spike is fully inserted into the IV bag. He states the spike appears fully inserted. Instructed the patient to make sure the IV bag is flat and not folded over. Pump powered on and started. The screen reads upstream occlusion. Acknowledge option is not available. No patient injury. No additional information available.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6 codes updated. No device was returned for investigation. The most probable yet unconfirmed root cause is a defect with the upstream occlusion sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.